Manufacturer narrative:
Concomitant medical devices: 407658, lead, implanted: (B)(6) 2008. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to melting. Visual analysis of the lead indicated apparent explant damage. The initial reported event of infection was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.